Event description:
The field engineer reported that the system displayed an interlock failure error during boot up. This error is likely to cause the system to shut down uncommanded. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator driver and high voltage batteries were replaced. Additionally, a battery charger pcb and filament calibrations were performed. The system was then found to be operating as intended.